Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented for fluoroscopic evaluation due to a rise in capture threshold. No anomalies were seen under fluoro. During dft testing, undersensing was observed and physician elected to cap and replace the lead.